Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with pre-existing atrial fibrillation (afib), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. Upon deployment of the valve to the point of no recapture (ponr), the implant depth was 1 mm on the non-coronary cusp (ncc), and 0 mm on the left coronary cusp (lcc) prompting a recapture. The valve was recaptured up to approximately node 2 and slightly positioned toward the left ventricular side. Upon the second deployment attempt to the ponr, a complete heart block (chb) was observed. At this point the implant depth was optimal at 3 mm on the ncc and 4 mm on the lcc; therefore, the valve was fully deployed. Immediately following the implant of the valve, the chb persisted. However, prior to leaving the operating room, there was no chb, and only afib was observed. Per the physician, the valve and implant procedure were not contributing factors to the afib.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.